Event description:
Caller (patient's father) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.8, lab: 2.9. Patient is (B)(6) who was tested just out of the hospital. Patient stopped heparin a week prior to inr testing, but central line was still being flushed with heparin. Patient also took aspirin at time of event.

Manufacturer narrative:
No data analysis was performed because patient stopped heparin a week before testing, but still has central line flushed with heparin. Per limitations as described in the product user guide, inratio meter testing should not be used for patients on heparin therapy. Per general description of complaint, patient is (B)(6) and was given aspirin at the time of the event. Per product user guide, inratio meter testing should be used on subjects who are 18 years old or older. Per product user guide, certain prescription drugs and over-the-counter medications such as aspirin, can affect the action of oral anticoagulants, which may lead to inaccurate inr results. No product is expected to be returned. Retained strip testing from a previous case revealed that accuracy criteria was met. As reviewed on 12/20/2010, sixteen discrepant results complaints were reported for lot #237431 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #237431. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 237431 are with the allowable bias. No discrepant results were produced on in-house meters. These meet the above criteria. No further action is required.